Manufacturer narrative:
B5: per updated information the lens will stay in the. The reporter stated " the lens will stay in the eye, because the ucva 20/16 is perfect , patient is trying to get used to halos." Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.2mm vticm5_13.2 -6.5/1.0/069 (sphere/cylinder/axis) implantable collamer lens was implanted into the left eye (os) on (B)(6) 2020. Reportedly the patient experienced glares; haloes; blurry vision and large circles of light. On 06/04/2021 the reporter stated "we have now started an attempt at therapy with eye drops and I hope that my symptoms can be alleviated with them." After some time reports that "the lens will stay in the eye because the ucva 20/16 is perfect; patient is trying to get used to halos." Lens remains implanted. Claim # (B)(4).

Manufacturer narrative:
Sex-race:unk. Date of event:unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -6.5/1.0/069 (sphere/cylinder/axis), implantable collamer lens was implanted into the left eye (os) on (B)(6) 2020. The reporter stated " one year ago I got the evo visian icl implanted in my eyes (I'm myopic with astigmatism). The surgery went well and my eyes healed well. I don't have any health problems, but despite having 100% eyesight, I have strong side effects: I see large circles of light at any time of the day when I am illuminated by lamps or the sun. The light circles are extremely bright, large and depend on how the light falls into the eye. Some tunnels or avenues of street lamps trigger several circles of light one after the other, which are getting bigger and bigger. From the sunlight I additionally sometimes see a small circle of light in the middle, which appears in light rainbow colors. In dawn and in poorly lit rooms I see high-contrast edges / contours twice, whereat they blur into each other. The double edges are noticeably lighter and blurry. Even when I watch tv in the evening, the images keep blurring. Due to the risks of a surgery, I do not want to have the lenses removed prematurely, but I am very unhappy with my current condition and I regret the surgery very much." On 06 apr 2021 the reporter stated " we have now started an attempt at therapy with eye drops and I hope that my symptoms can be alleviated with them." If additional information is received a supplemental medwatch report will be submitted.